Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H4: device manufacturer date . H6: adverse event problem. H10: additional narrative. One 3i t3 tapered implant 5/4 x 11.5mm (bopt5411) and one unknown biomet abutment were reported but not returned to zimvie. Therefore, visual evaluation and functional testing could not be performed. DHR review for the lot (2022031088) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2022031088) and no similar event or complaint was found. (Complaint category keyword: does not seat & incorrect packaging). Therefore, based on the available information, device malfunction did occur, and the reported event (does not seat) was confirmed. However, the reported event (incorrect packaging) could not be verified.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the prosthetic abutment that should be used for this implant diameter (4.1) did not fit. A ceramics crown for diameter 4 was manufactured. Crown was placed by middle of february, after a week doctor noticed that screw and crown were loose. There was a delay of two hours in the procedure. New impressions taken with 3.4 connection abutment and new crown would be manufactured. It seemed to be a manufacturing failure. The implant remains placed

Manufacturer narrative:
Zimvie complaint number cmp(B)(4).